Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial lead exhibited high capture threshold. It was noted that impedance and sensing values were normal. Programming changes were made. There were no patient consequences.